Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was noted that backup vvi operation was observed on the pacemaker. The cause was of the backup vvi was believed to be battery depletion. It was not clear whether premature battery depletion was suspected. The pacemaker could not be restored to normal mode. The patient declined a procedure for pacemaker replacement.

Manufacturer narrative:
The estimated implant date was 2018.